Event description:
It was reported that the device's radio frequency (rf) telemetry was not functioning. Upon interrogation, an alert indicated that the rf will be re-enabled. After interrogation, rf was present and no issues were noted. No adverse patient consequences were reported.